Event description:
Surgical needle broke off in the iliotibial (it) band of left knee during closure of surgical wound. Entire needle fragment was found under fluoroscopy and removed without difficulty by the physician.